Event description:
Philips received a complaint on the patient information center ix indicating the sound was disabled. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and the logs revealed the sound was disabled, causing the pic ix application to close on startup. The speaker was plugged in, windows sound enabled, and the pic ix application opened as expected. Log review identified windows event ID 4101 errors ("display driver igfx stopped responding and has successfully recovered") coinciding with freezing events. The microsoft operating system and associated drivers were reinstalled, windows was updated with the latest approved patches, and the host was run through system setup and restarted. Patient monitoring and sound functionality were confirmed to be working as intended. The device was operational after software reload was completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.